Event description:
Note: this report pertains to the second of two malfunctions that occurred during the procedure. Refer to associated manufacturer's report #3005099803-06068 for details regarding the first device. It was reported that while the device was being pulled through the abdominal wall, the tip of the feeding tube detached; however, according to the complainant, they were able to grasp the remaining section of the feeding tube and pull it through the skin. Reportedly, the procedure was completed with this second device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device remains with the patient and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.